Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They provided the patient's weight. They also stated they did not know what caused the informational power on reset (por) message. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of the patient, regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the por (power-on-reset) screen and their therapy stopped due to the por. It was reported that it was unknown what the patient was doing at the time of the por was seen. It was indicated that the por was not related to an overdischarge event. It was indicated that the por was an informational por. Steps were reviewed on how to clear the por with the patient programmer. It was reviewed to press the sync key, then any arrow on the navigation button and then to reset the time if desired. They were then told to press the sync key again to complete the reset. It was reported that they were able to successfully clear the por screen and turn therapy back on. It was indicated that they were receiving adequate therapy. Troubleshooting resolved the reported issue. The date of the event occurred on (B)(6) 2017. No further complications were reported/anticipated.